Event description:
Home patient reports leak from supply line tubing of cycler set, near x-connector. Home patient discontinued treatment when leak was noted and set up new supplies. Per health care professional, no pt injury or required medical intervention resulted.

Manufacturer narrative:
Two used cycler sets were returned in reference to tubing leaks. Visual inspection revealed 1 set had a hole perpendicular along the axis of the tubing 6 inches from the x-connector on the solution line. The hole had the appearance that it had been cut and could possibly have been caused by the pump on the pac-xtra device. An underwater pressure test confirmed a leak from the hole in the tubing. The second set was found to be within specification. An evaluation of the hp's pac-xtra device by a baxter field service engineer (fse) found it to be operating within specification. Per hp and fse, tubing leak may be related to incorrect threading of pac-xtra pump. Follow up was done with hcp and home health care agency reinforcing proper threading procedure.